Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When the posterior augment was being locked onto the femoral component the distal tip of the wobble bit that came with the augment implant fractured in the augment. The fractured piece was removed and discarded.